Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing for pancreaticoduodenectomy ,the surgeon started firing the device, however it stopped on the halfway. Then surgeon re-tried to push the plastic knob ,however the knife was bent. The device was sterilized due to syphilis and returned from the customer . No patient injury reported.